Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: cell biochem biophys. 2014; 68: 541 546. Doi: 10.1007/s12013-013-9735-0. [(B)(4)].

Event description:
It was reported via journal article: "title: enclosed passive infraversion lavage¿drainage system (epilds): a novel safe technique for local management of early stage bile leakage and pancreatic fistula post pancreatoduodenectomy". Authors: kai jiang, wenzhi zhang, yuquan feng, ming su, jiahong dong, zhiqiang huang. Citation: cell biochem biophys. 2014; 68: 541 546. Doi: 10.1007/s12013-013-9735-0. This study¿s objective was to test the new drainage apparatus called enclosed passive infraversion lavage¿drainage system (epilds) in the treatment of bile leakage and pancreatic fistula post pancreaticoduodenectomy (pd). The patients involved patient 2, a (B)(6) male patient who experienced classical pd due to cancer. During the surgical procedure, the full thickness of the pancreatico-jejunal end side was interrupted and sutured with mersilk 3-0 non-absorbable suture. A continuous full thickness suture was applied using monocryl 4¿0 synthetic absorbable suture. In patient 2, reported complications included dark-yellow liquid was in the drainage tube, grade b bile leakage, and grade c fistula. An exploratory operation was needed and both patients received therapy with epilds for 10 consecutive days, starting, respectively, on post-operative day 5 and day 7. The drainage process was stopped when both concentrations approached normal ranges or became normal, and the temperature was normal. It was concluded that the epilds has a simple and practical design. It changes the active washing process into a passive one, in which the input is controlled by the exiting fluid. This is the effective and safe system for treatment of severe bile leakage and pancreatic fistula at the early post-operative stage.